Event description:
Right ventricular (rv) lead integrity alert (lia) due short v-v's and two high rate non-sustained episodes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).